Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous right coronary artery. A 2.75x38mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the delivery of the device, the mid to distal end of the hypotube was fractured. The device was removed and the lesion was ballooned. The procedure was completed using another 2.75x38mm promus premier¿ stent. No patient complications were reported and the patient's status was okay.